Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported problem. Troubleshooting determined that the system software had crashed and needed to be reinstalled. The fse reinstalled the system software. After these repairs were done by the fse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system got stuck in booting up as the software crashed. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.